Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: a1-a3, b5, b7, d1, d4 (model number and serial number), d6a, g3, g4 (PMA/510(k) number) g6, h2, h6 (component code, clinical code, device code). H11: corrective data: based on the additional information obtained, this event is now considered reportable, and this correction is being submitted.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 11 years, 11 months due to severe aortic stenosis and aortic insufficiency. The patient presented with shortness of breath. The procedure was successfully performed with a 23mm 9755rsl aortic valve. The patient tolerated the procedure well and was discharged on pod #1.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a unknown surgical valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The procedure was successfully performed with a 23mm 9755rsl aortic valve.